Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced the din rail. Performed system checkout. Imaging system was operational. MDR codes: b01, c02, d02. The din rail was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "burning smell." Visual inspection showed din rail was electrically overstressed. Physically damaged din rail. MDR codes: b01, c02, d02. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000426, serial/lot #: (B)(6), rev. B, g code: g02027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a burning smell coming from the mobile view station (mvs). The biomed opened the back panel of the mobile view station (mvs) to discover that the beige block to the left of the fuse port in the mobile view station (mvs) had a black burning mark on it. No patient was present at the time of event.